Event description:
It was reported that the stent delivery system became stuck on the guidewire. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. After advancing the lesion with a 0.035 non-bsc guidewire, a 10x80x75mm epic stent was advanced for treatment. However, it was noted to have stuck midway, and the device was removed together with the wire. The procedure was completed with a different device and no patient complications were reported.